Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 20-nov-2014 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent contraception. The consumer stated that has constant pain with essure since placement; that essure ruined her body. She was in much pain everyday (all day long, whether she sit or stand). She could not afford taking it out. She could not be intimate with her husband. There was a throbbing, constant pain where her tubes are located. Modified hsg (hysterosalpingogram) was done sometime in 2014 and was painful, bu showed that both sides were blocked and that coils were in correct place. She felt a poking in abdomen when she leaned over a couple of days before test. This has resolved since hsg test. She also stated that when she was on her cycle, she was in pain. The consumer was treated with ibuprofen (ibuprofen [ibuprofen]). The outcome of the events constant pain with essure since placement/throbbing constant pain where my tubes are, I can't be intimate with my husband, and when I am on my cycle I am in pain was not recovered / not resolved. The outcome of the event felt poking in my abdomen when I lean over a couple days before test was recovered / resolved. At time of the report, essure devices were not removed. Ptc investigation result was received on 08-dec-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 10-jan-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow-up information received on 24-jul-2015 from consumer: she stated that essure was ruining her body. She was in constant pain, and she could not afford to have this removed. When her cycles start, the pain is 50 times more. Her hands and feet go numb everyday, they burn her palms. Her hair was falling out, her teeth were ruined, and she had one pulled and 2 more to be pulled. She was also experiencing severe headaches, mood swings, weight gain (she stated probably gained 30 lbs after the essure. She looked like 7 months pregnant, the weight was in her abdomen). She could not be intimate with her husband because of pain, and it hurts afterward. Her pelvic area and tubes were constantly in pain, whether she was sitting, laying, or standing. She had to take ibuprofen. Follow-up information received on 27-aug-2015: patient's initials were updated. The consumer had the essure device implanted on (B)(6) 2013 (date updated). She stated that as she sit at her desk at work she feel a pulling sensation and it is never ending, along with several other side effects that she was experiencing . According to her the device has crippled her, to the point that she can no longer run and play with her children. She stated that due to essure she was in constant pain. Follow-up information received on 19-sep-2015 and 21-sep-2015 from consumer: consumer reported the following symptoms: constant pelvic pain, constant migraine, blurry vision, dizziness, brain fog, feels as if could are poking through stomach, metal taste in mouth, cant focus, bleed after sex, loss of libido, moodiness, depression /suicidal thoughts, heavy periods / extremely heavy, bleed in between periods, pass old blood /tissue/ big blood clots and no energy. She stated that hysterectomy was performed. Consumer also provided some pictures, however she did not written information about them (one of pictures stated that it was essure coils during removal). Case is now considered incident. Also note that case number (B)(4) was found to be duplicate of this case and it was deleted from bayer's database. Events added after merging duplicate case to this: excessive sweating, tingling and dry skin. Follow up information received on 20-sep-2015: no new information. Follow up information received on 25-sep-2015: no new information. Follow-up from 24-sep-2015 (no new information) and 27-sep-2015: consumer stated that she was experiencing stomach issues. Follow up information received on 01-oct-2015: the consumer posted online a photo of essure stating it was another essure fail. Follow up information identified on 03-oct-2015 and 04-oct-2015 from social media: the consumer reported that her head was pounding and she felt like had the flu. She had been suffering with essure since implantation on (B)(6) 2012. She stated that was in pain again from essure because her period was unbearable. She also stated she could feel the coils when she moved. Follow up information identified on 05-oct-2015 from social media: the consumer stated she was trying to do some necessary housework and she could hardly more essure was crippling, cramps, burning and stabbing pains. At time of the report, her head was pounding; essure was stabbing and pulling her. Follow-up information received on 07-oct-2015 with additional information on 09-oct-2015 from consumer via social media: the consumer stated she has been having daily migraine for 3 months. Ptc investigation result provided on 10-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had constant pain in her pelvic area after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. Additionally, she experienced depression with suicidal thoughts. Only pelvic pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had pain since essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the remaining event; women have high risk for developing depressive disorders. Several biological processes are thought to be involved in the predisposition of women to depression, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states. During essure therapy a woman may experience mild depression in case she regrets her decision to undergo permanent contraception. Although limited information was provided in this case (no information was given about consumer previous psychiatric history), based on essure local action in fallopian tubes, company considers causality between the reported suicidal thoughts and the suspect insert as unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow-up received on 05-feb-2016: consumer reported via social media that her overall health has diminished since essure. Follow up 12-feb-2016: follow up information received from the consumer via social media. She reported that due to essure she could not focus, was forgetful and spacey. Follow-up identified from social media on 14-feb-2016 (consumer): she stated that her memory and mental sharpness have been altered by essure. Follow-up information received on 20-feb-2016: no new information was received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had pelvic area constantly in pain/ constant pain / burning and stabbing pains, with 24 hour pain /her insides hurt after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. She still has constant daily pain. Additionally, she experienced depression with suicidal thoughts. It was reported that her baby of (B)(6) had unexplained rashes because essure device as her milk was compromised (see case (B)(4)). Only pelvic pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had pain since essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the remaining event; women have high risk for developing depressive disorders. Several biological processes are thought to be involved in the predisposition of women to depression, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states. During essure therapy a woman may experience mild depression in case she regrets her decision to undergo permanent contraception. Although limited information was provided in this case (no information was given about consumer previous psychiatric history), based on essure local action in fallopian tubes, company considers causality between the reported suicidal thoughts and the suspect insert as unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow-up information received on 21-dec-2015 from consumer via social media ((B)(6)): the consumer was experiencing severe pelvic pain on (B)(6) 2015 and she considered it related to essure. Follow-up information identified on 31-dec-2015 via social media ((B)(6)): the consumer stated she had been in constant pain daily for 3 years and that she hated essure. Follow-up information identified on 02-jan-2016 via social media ((B)(6)) posted by consumer : the consumer was suffering daily and stated her life was going on without her. Follow up information received on 07-jan-2016 via social media ((B)(6)) posted by consumer: the consumer reported she had to crawl on the floor to her children room to them ready for school because of essure. Follow up 07-jan-2016: follow up information was received from consumer via social media. Consumer mentioned she was stricken down with essure and hysterectomy bound was her only freedom. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had pelvic area constantly in pain/ constant pain / burning and stabbing pains, with 24 hour pain /her insides hurt after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. She still has constant daily pain. Additionally, she experienced depression with suicidal thoughts. It was reported that her baby of (B)(6) had unexplained rashes because essure device as her milk was compromised (see case (B)(4)). Only pelvic pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had pain since essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the remaining event; women have high risk for developing depressive disorders. Several biological processes are thought to be involved in the predisposition of women to depression, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states. During essure therapy a woman may experience mild depression in case she regrets her decision to undergo permanent contraception. Although limited information was provided in this case (no information was given about consumer previous psychiatric history), based on essure local action in fallopian tubes, company considers causality between the reported suicidal thoughts and the suspect insert as unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow up 18-apr-2016 and 19-apr-2016: consumer reported via social media that essure has really had her body down on (B)(6) 2016. She has been suffering with essure since implantation. She was (B)(6) in the body of a (B)(6), no strength, energy. Her hand and feet are on fire. All because of essure birth control. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had pelvic area constantly in pain/ constant pain / burning and stabbing pains, with 24 hour pain /her insides hurt after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. She still has constant daily pain. Additionally, she experienced depression with suicidal thoughts. It was reported that her baby of (B)(6) had unexplained rashes because essure device as her milk was compromised (see case (B)(4)). Only pelvic pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had pain since essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the remaining event; women have high risk for developing depressive disorders. Several biological processes are thought to be involved in the predisposition of women to depression, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states. During essure therapy a woman may experience mild depression in case she regrets her decision to undergo permanent contraception. Although limited information was provided in this case (no information was given about consumer previous psychiatric history), based on essure local action in fallopian tubes, company considers causality between the reported suicidal thoughts and the suspect insert as unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow up 19-oct-2015 and 20-oct-2015: follow up information received from the consumer via social media. She reported that felt like a big rig was driving in her uterus. She was so sad she could not even do what needed to be done, nausea has set in another essure day. She mentioned that she lived with 24 hour pain and debilitating symptoms. She reported that she was finally able to be with her husband only to bleed afterwards and be in pain. Follow up information received on 23-oct-2015 and 24-oct-2015 from consumer via social media: the consumer posted a photo of her belly stating that she was looking like 6/7 months pregnant. She also stated having no energy, migraines every day, dizziness numbness/burning hands/feet. Follow-up received on 25-oct-2015, 29-oct-2015 and 30-oct-2015: consumer stated that her baby of (B)(6) has unexplained rashes because essure device as her milk was compromised. Therefore a child case created ((B)(4)) and linked to this case. Consumer also provided few pictures and in one of them she stated "1 woman, 3 essure kits". Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had constant pain in her pelvic area after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. Additionally, she experienced depression with suicidal thoughts. It was reported that her baby of (B)(6) had unexplained rashes because essure device as her milk was compromised (see case (B)(4)). Only pelvic pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had pain since essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the remaining event; women have high risk for developing depressive disorders. Several biological processes are thought to be involved in the predisposition of women to depression, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states. During essure therapy a woman may experience mild depression in case she regrets her decision to undergo permanent contraception. Although limited information was provided in this case (no information was given about consumer previous psychiatric history), based on essure local action in fallopian tubes, company considers causality between the reported suicidal thoughts and the suspect insert as unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow-up received on 10-nov-2015 and 12-nov-2015: consumer informed that she suffered daily and has had a migraine everyday for about 14 weeks or so, to the point of vomiting. Therefore the event previously reported was updated to constant migraine, migraine everyday to the point of vomiting. She also reported that her insides hurt, and she experienced dizziness and pelvic pain. Consumer stated that essure causes severe bloating, she looks like she is at least 6 months pregnant. Follow-up information received on 25-nov-2015 from consumer via social media: the consumer stated that it felt like a meat grinder in her uterus, but it was just essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had pelvic area constantly in pain/ constant pain / burning and stabbing pains, with 24 hour pain /her insides hurt after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. Additionally, she experienced depression with suicidal thoughts. It was reported that her baby of 3 years old had unexplained rashes because essure device as her milk was compromised (see case (B)(4)). Only pelvic pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had pain since essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the remaining event; women have high risk for developing depressive disorders. Several biological processes are thought to be involved in the predisposition of women to depression, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states. During essure therapy a woman may experience mild depression in case she regrets her decision to undergo permanent contraception. Although limited information was provided in this case (no information was given about consumer previous psychiatric history), based on essure local action in fallopian tubes, company considers causality between the reported suicidal thoughts and the suspect insert as unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect.